Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the ruby coil pusher assembly. The stretch resistant (sr) wire was fractured and the proximal constraint ball was inside the distal detachment tip (ddt). The ruby coil pusher assembly was kinked approximately 33.0, 64.0, 94.0, and 123.0 cm from the proximal end of the pusher assembly. A 0.018 inch mandrel was advanced carefully into both ends of the non-penumbra microcatheter to locate the coil stuck in the non-penumbra microcatheter, and the embolization coil was located approximately 23.0-53.0 cm from the hub. The embolization coil is stretched and compressed in several locations. The ruby coil introducer sheath was filled with clotted blood. Conclusions: evaluation of the non-penumbra microcatheter revealed that it was ovalized near its hub. If the ruby coil is used through a damaged microcatheter, the embolization coil may become compressed and the coil windings may become offset. Further evaluation revealed that the non-penumbra microcatheter was slightly kinked. It is likely that the kink in the microcatheter contributed to the resistance experienced while attempting to advance an already compromised embolization coil. It is likely that attempting to retract the damaged embolization coil through the ovalized and kinked microcatheter caused resistance and contributed to the fracture of the sr wire. Further evaluation revealed several kinks in the ruby coil pusher assembly. This damage was likely incidental and may have occurred during packing for return to penumbra facilities. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the gastroduodenal artery (gda) using ruby coils. During the procedure, the physician experienced resistance while advancing a ruby coil through a non-penumbra microcatheter; therefore, the physician decided to retract it. However, upon retracting the ruby coil, it unintentionally detached and became stuck within the non-penumbra microcatheter. The physician then removed the non-penumbra microcatheter with the ruby coil stuck inside it and the procedure was completed using a new non-penumbra microcatheter and four new ruby coils. It should be noted that the physician did not use a rotating hemostasis valve and did not maintain continuous flush. There was no report of an adverse effect to the patient.